Event description:
It was reported that during an initial procedure, the instrument fractured while impacting. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The customer has indicated that the product will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h3; h4; h6. The reported event has been confirmed through the provided photo. Visual examination of the returned product identified the item shows signs of repeated use and wear. The impactor pad was not returned. However, the provided photo does show the impactor pad had fractured. Medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.